Manufacturer narrative:
Concomitant: (2)pri tubing, therapy date (B)(6) 2017. The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 8:24 pm on (B)(6) 2017 a custom concentration secondary infusion of methotrexate high dose leukemic was programmed to infuse at a rate of 3.83ml//hr with a vtbi of 90ml (duration = 23 hours and 30 minutes). Almost 4 hours later, at 12:15 am on (B)(6) 2017, the device was paused and was restarted 56 seconds later at 12:16 am. At 4:13 am, the device was again paused and was restarted 1 minute and 23 seconds later at 4:14 am. At 5:35 am, the device was channeled off. The event log shows that the secondary infusion ran for an additional 5 hours and 20 minutes after it was initially paused at 12:15 am on (B)(6) 2017. It cannot be determined from the logs why the infusion was paused and then eventually channeled off. There were no alarms prior to the user pausing the device or channeling the device off. The root cause of the reported overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that on (B)(6) 2017 at 2016 a 24 hour infusion of methotrexate 2250 mg (25mg/ml) was programmed to infuse at a rate of 3.8ml/hr and completed 4 hours early.

Event description:
The customer reported on (B)(6) 2017 at 2016 a 24 hr. Secondary infusion of methotrexate 2250 mg/90ml (25mg/ml) was programmed to infuse at a rate of 3.8ml/hr. However completed 4hrs.early. It was reported that primary tubing¿s are used for mtx infusions however the nurse mistakenly spiked the secondary tubing and didn¿t want to ¿waste¿ the med. The user primed mtx to end of the primary tubing and then set the pump. The user "thought she accounted for entire prime, but might have miscalculated volume. The primary fluids were noted to be infusing, which should have been stopped when secondary medication mtx programmed." There was no report of medical interventions or patient harm.

Event description:
The customer reported on 12/27/2017 at 2016 a 24 hr. Secondary infusion of methotrexate 2250 mg/90ml (25mg/ml) was programmed to infuse at a rate of 3.8ml/hr. However completed 4hrs.early. It was reported that primary tubing¿s are used for mtx infusions however the nurse mistakenly spiked the secondary tubing and didn¿t want to ¿waste¿ the med. The user primed mtx to end of the primary tubing and then set the pump. The user "thought she accounted for entire prime, but might have miscalculated volume. The primary fluids were noted to be infusing, which should have been stopped when secondary medication mtx programmed." There was no report of medical interventions or patient harm.

Manufacturer narrative:
Cont'd from d.11: (2)pri tubing, therapy date 12/28/17 the customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 8:24 pm on 27 december 2017 a custom concentration secondary infusion of methotrexate high dose leukemic was programmed to infuse at a rate of 3.83ml//hr with a vtbi of 90ml (duration = 23 hours and 30 minutes). Almost 4 hours later, at 12:15 am on 28 december 2017, the device was paused and was restarted 56 seconds later at 12:16 am. At 4:13 am, the device was again paused and was restarted 1 minute and 23 seconds later at 4:14 am. At 5:35 am, the device was channeled off. The event log shows that the secondary infusion ran for an additional 5 hours and 20 minutes after it was initially paused at 12:15 am on 28 december 2017. It cannot be determined from the logs why the infusion was paused and then eventually channeled off. There were no alarms prior to the user pausing the device or channeling the device off. The root cause of the reported overinfusion was not identified. No device was returned for investigation.